Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that they have an error with the speaker. There was no reported patient incident injury.